Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and customer was able to continue using the pump for insulin therapy.